Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: this looks like a frayed grip cable. In addition, the following information was obtained: the instrument was inspected prior to use, and no damage was found. The customer indicated that no intervention was made to retrieve the fragment(s). Post-operative tests were not performed. The instrument did not collide with any hard materials or other instruments and the cable was not separated. The surgeon used the instrument for less than 5 minutes and did not notice any issues with the functionality of the instrument. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Corrected information can be found in the following fields: d4 (batch sequence was added to the lot number).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the idler pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument did not work normally. The customer removed the instrument to check and found that the wire had come out. They wiped the instrument with gauze and a small wire came off, so they were concerned that there were some fragments from the wire remained in the patient's cavity. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.